Event description:
The first device placed an unsecured staple line, fired a second device of the same lot which worked fine. Went back to use the circular stapler, but there was some difficulty with joining the anvil to the device. At this point the surgery was 6 hours long. Doctor decided to perform a colectomy, in order to allow tissue to heal. Procedure will be completed at a later date.